Manufacturer narrative:
Investigation included telephone-based assessment and troubleshooting with review of sensor readings, fingerstick confirmation, trend arrows, and insulin on board. Investigation of this case revealed that the device was delivering insulin less aggressively while glucose was in range and trending downward, glucose stabilized after carbohydrate intake, and no device malfunction was identified. It was concluded that the event was consistent with hypoglycemia of uncertain etiology with appropriate user self-treatment and resolution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced decreasing glucose values while using the ilet, with initial readings in the 170s trending downward and later fingerstick values in the low 70s, accompanied by a ¿glucose falling quickly¿ alert; insulin on board declined over the monitoring period, glucose stabilized above 70, and the user self-treated with oral carbohydrate, consistent with a hypoglycemic event of unclear cause. Symptoms included low blood glucose with concern for impending hypoglycemia. Outcomes included transient hypoglycemia without loss of consciousness, seizure, emergency intervention, or hospitalization, with recovery after oral glucose and continued monitoring.